Event description:
It was reported that the sling did not work for the patient as it loosened over time and the patient continued to leak urine. An artificial urinary sphincter (aus) device was implanted. The patient is still recovering, but doing very well.